Event description:
It was reported that during a hand-assisted sigmoid colectomy procedure, the anvil on the device kept coming off when the device was closed on the tissue. The device was not fired and another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented; it is possible that the device had not been fired through a full firing stroke or that the orange indicator was not fully into the safe green firing range. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached to the device without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.